Manufacturer narrative:
Eval, results: other: horn on head section assembly.

Event description:
It was reported by service report that there was a broken horn on head section assembly. There was pt involvement, however, no adverse consequences are reported.